Event description:
Edwards received notification that a patient with a 3000tfx25mm valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of nine (9) years and three (3) months due to valve degeneration leading to severe stenosis. A pulmonary edema was observed by x-ray. The patient was experiencing chest pain, dyspnea and dizziness before valve replacement. A 26mm transcatheter valve was implanted successfully within the pre-existing surgical device with no reported complication for the patient. The patient was noted as to be recovering well and discharged home.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected g1,g2 (contact details). Tissue degeneration related structural deterioration, either calcific or non calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. In this case, the most likely cause is patient factors, including diabetes mellitus (dm).